Manufacturer narrative:
Investigation included review of device use patterns, troubleshooting guidance, and recommendation to change infusion supplies and perform a factory reset. Investigation of this case revealed pump maladaptation due to nonadherence to startup best practices, including meal spacing and repeated pump pauses with intermittent mdi use. It was concluded that the device likely functioned as designed but adapted inappropriately because of inconsistent use, and user education with a full reset and fresh supplies should resolve the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced persistent high blood glucose while using a new pump and intermittently pausing insulin delivery and reverting to multiple daily injections, which led to maladaptation of the system; the user later returned to injections to stabilize glucose and planned a factory reset and supply changes with assistance, including setup and additional training. Symptoms included hyperglycemia. Outcomes included user-performed corrective actions and planned device reset with education.